Event description:
It was reported that pump battery was draining faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to technical support for further troubleshooting, and sales specialist initiated new order process, with no additional corrective actions documented.